Manufacturer narrative:
(B)(4). Concomitant medical products: pm158036, jones lt trfng sz 26 ha w post, 417450, unknown, unknown liner, unknown, cp161940, ti lock-scr cancls 6.5x15mm, 388730, cp161941, ti lock-scr cancls 6.5x20mm, 683480, cp161942, ti lock-scr cancls 6.5x25mm, 683500, cp161945, ti lock-scr cancls 6.5x40mm, 683530, cp161947, ti lock-scr cancls 6.5x50mm, 756760, cp161944, ti lock-scr cancls 6.5x35mm, unknown, unknown, unknown head, unknown, unknown, unknown stem, unknown, cp161943, ti lock-scr cancls 6.5x30mm, 683510, cp462153, cus 9.5mm drl gd, 463760, cp462154, cus 9.5mm drl gd insterter, 464350, cp161945, ti lock-scr cancls 6.5x40mm, 683530, cp161943, ti lock-scr cancls 6.5x30mm, 683510, cp161943, ti lock-scr cancls 6.5x30mm, 683510, cp161943, ti lock-scr cancls 6.5x30mm, 683510, cp161942, ti lock-scr cancls 6.5x25mm, 683500, cp161942, ti lock-scr cancls 6.5x25mm, 725760, cp161942, ti lock-scr cancls 6.5x25mm, 725760, cp161942, ti lock-scr cancls 6.5x25mm, 725760, cp161942, ti lock-scr cancls 6.5x25mm, 725760, cp161942, ti lock-scr cancls 6.5x25mm, 725760, cp161941, ti lock-scr cancls 6.5x20mm, 683480, cp161941, ti lock-scr cancls 6.5x20mm, 683480, cp161941, ti lock-scr cancls 6.5x20mm, 683480. Report source, foreign - the event occurred in the (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 10227, 0001825034 - 2017 - 10222, 0001825034 - 2017 - 10223, 0001825034 - 2017 - 10224, 0001825034 - 2017 - 10225, 0001825034 - 2017 - 10221, 0001825034 - 2017 - 10228, 0001825034 - 2017 - 10229, 0001825034 - 2017 - 10230, 0001825034 - 2017 - 10231, 0001825034 - 2017 - 10232, 0001825034 - 2018 - 01995, 0001825034 - 2018 - 01996, 0001825034 - 2018 - 01997, 0001825034 - 2018 - 01998, 0001825034 - 2018 - 01999, 0001825034 - 2018 - 02000, 0001825034 - 2018 - 02002, 0001825034 - 2018 - 02003, 0001825034 - 2018 - 02004, 0001825034 - 2018 - 02005, 0001825034 - 2018 - 02006, 0001825034 - 2018 - 02007, 0001825034 - 2018 - 02008.

Event description:
It was reported the patient was revised to address infection. Attempts have been made and no further information has been made available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.